Event description:
It was reported by the customer that the external pulse generator (epg) shut off during the battery continuation test. The issue was confirmed through troubleshooting but the epg was unable to be serviced. The status of the device is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).